Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Not hispanic/latino. Neonate.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿connection between bd maxzero minibore pressure rated extension set, IV connector and carefusion smartsite infusion burette set would not stay connected after screwing IV tubing onto the extension set, the IV tubing would untwist itself causing the tubing to disconnect required tape applied to connection to prevent tubing from un-securing. "The event occurred in nicu. An incomplete date of event of (B)(6) 2019 was provided. The event occurred during an unspecified neonate IV therapy.